Event description:
An attempt was made to use one euphora rx balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the euphora balloon catheter ruptured and the radiopaque marker band remained inside the guide catheter. The euphora balloon catheter was being used to predilate the lesion. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: photos were received from the account. The images shows a section of a euphora device with balloon folds expanded. Other images show, a guide wire inserted in the euphora, a section of the detached balloon, a distal section of the euphora device, and also images showing the detached sections of the euphora devices beside each other. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis update: thirteen photos were received from the account. The first image shows a section of a euphoria device with the distal section of the balloon detached. The balloon folds appear to have been previously expanded. The second blurry image shows the same section of the euphoria as the first image. The third, fourth, fifth and sixth images show a guidewire inserted in the euphoria device. The distal detached portion of the balloon and tip material is on the right-hand side of the photo. The stretched inner is on the left side of the photos. The seventh and eight images show the distal side of the detached balloon and tip material. The ninth and tenth images show the elongated/stretched inner member with the stretched and detached tip material at the bottom of the photo. This part of the tip material was previously under the distal cone of the balloon, prior to detachment. The eleventh, twelfth and thirteenth images show the detached sections of the euphoria devices beside each other. The section on the left of the photo is the more proximal detached section with the expanded proximal end of the detached balloon. The detached section on the right of the photo is the stretched distal inner with a small portion of stretched tip tubing on the distal end of the detached distal shaft. Based on the photos provided balloon burst is confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.